Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was in the impression that the sensor was working fine. During sleep, the patient lost consciousness and it was noticed by her husband that she was lying cross at her bed unconscious. His husband treated the patient with glucagon and called the paramedics. At 05:30 am the patient was taken to the hospital. It was reported that the reason why she didn't get any alarms was because the sensor stopped working while she was asleep. While on the hospital, the doctors provided some antibiotics (the doctors found out that she had a bladder infection) and they performed some tests CT scan, x-ray chest and some laboratory works. They took a bg reading which was around 200 mg/dl. Before going home, pt the bg reading was 108 mg/dl and she was discharged at 2:00 pm the same day. The patient stayed at the hospital around 6-8 hours. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.